Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an unapproved cartridge and handpiece. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported a pt presented with a subconjunctival hemorrhage following bilateral intraocular lens (iol) implant surgery. The surgeon stated he noted a punctate opacity on the whole iol. He stated the pt felt that his visual acuity is not better than before surgery, he is uncomfortable and he cannot see clearly. Add'l info was received from the surgeon who described the punctate opacity as "scattered little white points on the surface of the iol". The surgeon stated the pt's symptoms have resolved with treatment. The surgeon indicated the use of an unapproved cartridge and handpiece. There are two medical device reports associated with this event. This report is for the pt's right eye.